Event description:
User experiencing discrepant calcium, sodium, and potassium results. The following examples were provided for calcium: initial result 6.8 mg/dl, repeat 8.6 mg/dl; initial result 3.8 mg/dl, repeat 9.0 mg/dl; initial result 5.1 mg/dl, repeat 8.5 mg/dl; initial result 4.4 mg/dl, repeat 8.9 mg/dl; initial result 3.8 mg/dl, repeat 5.4 mg/dl. The following examples were provided for sodium: initial result 47 mmol/l, repeat 143 mmol/l; initial result 65 mmol/l, repeat 138 mmol/l. The following example was provided for potassium. Initial result 2.1 mmol/l, repeat 3.2 mmol/l. Initial results were not reported. The user indicated the issue appears to be sample related.